Event description:
It was reported that the patient presented in clinic for a follow-up. Upon examination, the right ventricular (rv) lead was found to have elevated pacing impedance (1025 ohms bipolar, 1725 ohms unipolar) that suddenly increased from the 300-400s ohms in the past week. Pacing capture threshold in the rv was very elevated at 5.5 v @ 1.5 ms unipolar and no capture in bipolar (up from 0.875 v @ 0.5 ms bipolar on (B)(6) 2025). Lead noise was seen that inhibited rv pacing and triggered high ventricular rate episodes and ventricular noise reversion. The patient complained of several pre syncopal episodes. The pacemaker was programmed to least sensitive in the rv, and pacing output was put above capture threshold on the rv. An rv lead replacement procedure is anticipated. The patient is pacemaker dependent. The patient is in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).